Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed software version, provided education on how to manage sudden battery changes and shared best practices for charging, and customer agreed to monitor system and call back if problem continued.